Event description:
It was reported the right ventricular (rv) lead was showing increasing thresholds, sensing issues, including not sensing, and lead dislodgment. The rv lead was repositioned and functioning was normal. The rv lead remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.